Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button error alarm noted. Esc button did not respond due to corroded keypad trace. Insulin pump had no moisture damage on electronics noted. Insulin pump received with broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported a button error. The blood glucose level was not known. Prior to the event, the unit may have been exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.